Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the mid right coronary artery. While attempting to place the taxus express2 3.0x16mm drug eluting stent, the stent became kinked. The procedure was completed with a 3.0 x 24mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.